Event description:
A device was used during a colorectal resection. The device fired malformed staples. The patient received a colostomy to complete the case. No further information is available regarding the reported event.